Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter and the spring wire guide was kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter and the spring wire guide was kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer provided one photo for analysis. The customer also returned a guide wire in its advancer and a 2-lumen catheter for evaluation. The catheter showed evidence of use in the form of dried blood. Visual examination revealed the guide wire had multiple bends, one kink towards the distal end, and another kink towards the proximal end. The distal j-bend was slightly misshapen but intact. No obvious defects or anomalies were observed on the catheter. Microscopic examination of the guide wire confirmed the damage. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire body were measured 23mm from the distal tip and 65mm from the proximal tip. The overall length of the guide wire measured 455 mm which is within the specification of 449.2-458.8 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.440 mm which is within the specification of 0.432-0.457 mm per guide wire product drawing. The catheter length from the distal end of the juncture hub to the distal tip 5 1/16" which is within the specification of 4 13/16" - 5 3/16" per catheter product drawing. The outside diameter of the catheter body measured 0.05785" which is within the outer diameter specification of 0.054"-0.058" per catheter extrusion product drawing. The returned guide wire passed through the distal extension line and catheter body of the returned catheter with minimal resistance. Performed per the instructions for use (IFU) statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that both the distal and proximal welds were intact, and the luer hubs were attached to their respective extension lines. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had multiple bends, one kink towards the distal end, and another kink towards the proximal end. The returned guide wire and catheter met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter and the spring wire guide was kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.